Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and observed that the working impaction surface was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to dropping or mis-aligning the device during use which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device serial/lot number is unknown; therefore, UDI: (B)(4). Device manufacture date was unknown. The device serial or lot number was unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the adapter device chipped at the impaction surface, however did not break into two pieces. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in a surgical procedure. It was not reported whether a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.